Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and functioned properly; no blank display or display anomaly noted during our testing, however moisture damage was found on the electronic and motor assembly. The operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked pump belt clip slot.